Manufacturer narrative:
Evaluation conclusion: only the active exhalation control module was returned to the manufacturer's quality assurance laboratory.

Event description:
A ventilator's active exhalation control module was returned to the manufacturer for investigation. There was no report of patient harm or injury. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the proportional valve being stuck open.